Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned with stylet stuck in lead, and helix extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead noise was seen when the lead was connected to the pacing system analyzer (psa). The same noise was seen when the psa cables were changed. A new lead was used with no issues. This lead was returned for analysis. No adverse patient effects were reported.